Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Unable to perform the displacement due to physical damaged to lcd glass. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump screen was cracked. Customer stated that the insulin pump was bumped against the door. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.